Event description:
During a hand assisted pancreatic cystectomy procedure, within the first mins of the procedure, the surgeon tightened the lap disc around a trocar cannula to view with a scope. It appeared that the lap disc was damaged during removal of the trocar. The rubber pulled away from the outer ring. The procedure was converted to open. There was no pt consequence.